Event description:
No additional information.

Manufacturer narrative:
A mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24045601. The feedback provided by the customer states that, "appears to have leaked during pressure injection." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045601 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence? (B)(6) 2024. Was the patient harmed? No. Were any staff harmed? No. Was there exposure to blood or drugs? If yes what? No, but blood on the patient sheet. Was the bung leaking upon insertion and/or infusion? Not leaking at insertion. Appears to have leaked during pressure injection. Was it a manual push or a was a machine involved? Pressure rated machine (CT contrast injector. Medrad stellant). Was it a pressure rated machine? At what pressure? As above. Injected at around 100-150 psi. Where do you think it is leaking? From the connection to the cannula or out of the proximal end nearest you? Could be either. Hard to say without watching injection but not possible during CT. Did the issue result in any change of treatment for the patient? No. Patient was concerned about blood leaking. Batch number? 24045601.